Manufacturer narrative:
The device has not been made available for evaluation at this time. Should the device or further information become available, a follow-up report will then be issued.

Event description:
Provider alleges consumer was hit by a car. Provider stated that the driver of the car was at fault.

Manufacturer narrative:
This was not a product problem. The consumer was hit by a car while in device.

Event description:
Provider alleges consumer was hit by a car. Provider stated that the driver of the car was at fault.